Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the lead was placed successfully when the physician elected to replace the lead with a temporary pacing wire. After some difficulty, the lead was removed and lead helix damage was seen. The physician did not believe that they had extended the helix and the fluoro view was not clear so they we unable to visualize if the helix had extended on its own. The procedure was successfully completed with another lead. The patient was in good condition following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.